Event description:
As reported, upon removal of the sheath on a 5f mynx grip vascular closure device (vcd), containing the closure (cellulose), the cellulose came out instead of remaining attached to the outer wall of the artery to seal the atherectomy site. The sealant was deployed to the proper location but was dislodged, coming out with the sheath instead of being fixed to the outside of the vessel. Manual compression had to be performed, but there was no reported patient injury. The procedure was diagnostic, performed by an experienced physician, and a non-cordis introducer was used. The user had extensive experience with the material and used other devices from a different lot after the failure of this one, with positive results. Nothing abnormal was detected in the patients. There were no adverse events in the patient. The device was stored and prepped in accordance with the instructions for use (IFU), and no damages were found on the device packaging prior to opening. The procedure used a retrograde approach. Regarding the puncture femoral site, the femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was a healthy femoral vessel, and its diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity, and no presence of pvd or calcium in the vicinity of the puncture site. The advancer tube was held in place while removing the balloon from the access site. The reported device will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, upon removal of the sheath on a 5f mynx grip vascular closure device (vcd), containing the closure (cellulose), the cellulose came out instead of remaining attached to the outer wall of the artery to seal the atherectomy site. The sealant was deployed to the proper location but was dislodged, coming out with the sheath instead of being fixed to the outside of the vessel. Manual compression had to be performed, but there was no reported patient injury. The procedure was diagnostic, performed by an experienced physician, and a non-cordis introducer was used. The user had extensive experience with the material and used other devices from a different lot after the failure of this one, with positive results. Nothing abnormal was detected in the patients. There were no adverse events in the patient. The device was stored and prepped in accordance with the instructions for use (IFU), and no damages were found on the device packaging prior to opening. The procedure used a retrograde approach. Regarding the puncture femoral site, the femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was a healthy femoral vessel, and its diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity, and no presence of pvd or calcium in the vicinity of the puncture site. The advancer tube was held in place while removing the balloon from the access site. The reported event of ¿sealant-sealant dislodged¿ was not confirmed since the device was not returned for analysis. The exact cause of the issue experienced by the customer could not be conclusively determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the reported issue since a complete physical investigation could not be performed. However, patient factors and/or handling factors of the device are possible. According to the product¿s IFU, which is not intended as a mitigation, step 3: remove device, ¿retract syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site, then lightly grasp the advancer tube at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Slowly withdraw the balloon catheter through the advancer tube lumen. Note: if unusual resistance is felt during balloon catheter withdrawal, pull the advancer tube and balloon catheter together through the tissue tract. While maintaining fingertip compression on the skin, remove the advancer tube from the tissue tract. Continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted that failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall. Additionally, if the user over-tamps by pushing the tamping tube too far into the hydrogel sealant, the grip tip of the sealant may adhere to the advancer tube and the sealant may follow the advancer tube out of the tissue tract during removal. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Section h6 was corrected to reflect medical device problem code change to "migration".

Event description:
As reported, upon removal of the sheath on a 5f mynx grip vascular closure device (vcd), containing the closure (cellulose), the cellulose came out instead of remaining attached to the outer wall of the artery to seal the atherectomy site. The sealant was deployed to the proper location but was dislodged, coming out with the sheath instead of being fixed to the outside of the vessel. Manual compression had to be performed, but there was no reported patient injury. The procedure was diagnostic, performed by an experienced physician, and a non-cordis introducer was used. The user had extensive experience with the material and used other devices from a different lot after the failure of this one, with positive results. Nothing abnormal was detected in the patients. There were no adverse events in the patient. The device was stored and prepped in accordance with the instructions for use (IFU), and no damages were found on the device packaging prior to opening. The procedure used a retrograde approach. Regarding the puncture femoral site, the femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was a healthy femoral vessel, and its diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity, and no presence of pvd or calcium in the vicinity of the puncture site. The advancer tube was held in place while removing the balloon from the access site. The reported device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.